Event description:
Pt reportedly tested 4.1 inr on the coaguchek xs system and 3.1 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system. However no strips are available for return. Replacement was sent.